Event description:
It was reported that the customer was hospitalized due to high blood glucose. The caller stated that the needles are bent when using the inserter. Troubleshooting was declined as caller stated that the needles are bent and popped out. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.